Event description:
It was reported that: during an in-service, the salesman performed a device check and noted that the ventilator passed initial function tests, but then failed the airway pressure sensors test. Additionally, the ventilator would not pass the leak test. No patient involvement.